Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead and ipg were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant the right atrial (ra) lead exhibited over-sensing. It was further reported that the implantable pulse generator (ipg) ventricular rate was below the lower rate limit and the ipg clock was off slightly. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.